Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a physician was performing superficial vein treatment using a closurefast catheter and the heating went up above the typical threshold and the error message "disconnect catheter" was displayed on the generator. The device was prepped as per the IFU. Compression was used within normal limits. No damage was noted to the coil. No coagulant build up on the heating element. A replacement closurefast catheter was used without issue to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information the device was in the patient when the issue occurred but no harm occurred to the patient. The error message "the connected device is broken. Please connect another device" was displayed on the rfg screen. Product analysis . The image appears to show the generator screen of a rfg3 generator with an error message ¿the connected device is broken. Please connect another device¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a physician was performing superficial vein treatment using a closurefast catheter and the heating went up above the typical threshold and the error message "disconnect catheter" was displayed on the generator. The device was prepped as per the IFU. Compression was used within normal limits. No damage was noted to the coil. No coagulant build up on the heating element. A replacement closurefast catheter was used without issue to complete the procedure. No patient complications have been reported as a result of this event. Additional information 2026-jan-01: the device was in the patient when the issue occurred but no harm occured to the patient. The error message "the connected device is broken. Please connect another device" was displayed on the rfg screen.